Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that battery compartment and the reservoir compartment was cracked and the o ring was cracked and the insulin pump was not turning on. The customer¿s blood glucose level was unknown. The customer also reported that the reservoir lip ring was damage. The customer reported that the reservoir not able to lock in place when inserted into insulin pump. Customer states the insulin pump has cosmetic damage. . Customer states the display was not blank less than 30 seconds and did not return. Insert battery alarm did not display on the insulin pump screen. Customer states the contacts on the battery cap are neither missing nor damaged. Customer states battery compartment was neither damaged nor corroded. Customer states the spring was neither damaged nor corroded. The customer was advised to discontinue use of the insulin pump and to revert to the back-up plan. The device will be returned for analysis.